Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella 5.0 pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). It was reported the patient developed a fever and was soon diagnosed with and infection. The patient ultimately expired from septic shock. The source of the infection is unknown. Per the physician, causal relationship with impella is unknown; however, other comorbidities such as vsp operation and swan-ganz could have attributed to the event. No further information was provided.